Event description:
The lock nut drivers, and screw inserters were binding to the imlants upon insertion. The screw insereter is very difficult to disengate. The distal tip of the inserter seems to be jamming in the screw. Upon final torque the drivers were jamming in the locking plugs requiring abnormal force, and rotation to get these to disengage. Patient outcome : ok.

Manufacturer narrative:
The altius oct system is a titanium system composed of rods, bone screws, hooks, set screws, nuts, cross connectors and plates.